Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The customer sent it for repair to their internal department of clinical engineering for it to be assessed on site. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device will not be returning.

Event description:
It was reported that the inflation pressure did not sustain on the ats device when it was in use to minimize blood flow that caused excessive bleeding of the patient. The amount of blood loss was 900 ml. The event occurred during surgery. There was no delay and a makeshift tourniquet had to be used. The surgical technique for the product was utilized. The device also had errors e0027 and e0028. No additional patient consequences have been reported.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. On april 23, 2018, it was reported that there was inflation pressure that did not sustain the device when it was used to minimize blood flow which caused excessive bleeding to the patient. The amount of blood loss was 900 ml. On may 11, 2018, it was clarified that the issue occurred during surgery on (B)(6) 2018. The event was not identified after opening the device and before first use. The issue was used during the first-ever use of the device. There was excessive bleeding to the patient and there was no harm to the user. There was no extension or delay reported. The surgical technique was followed. The customer did not return an a.t.s. 4000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Product review of the a.t.s. 4000 tourniquet by zimmer biomet surgical was not performed since the device was not returned for evaluation. The customer sent the device to their internal department of clinical engineering for repair. Repair of the a.t.s. 4000 tourniquet was not performed by zimmer biomet surgical since the device was not returned for the repair process. The customer sent the device to their internal department of clinical engineering for repair. The reported event ¿there was inflation pressure that did not sustain the device when it was used to minimize blood flow which caused excessive bleeding to the patient. The amount of blood loss was 900 ml. There were also e0027 and e0028 errors.¿ was non-verifiable since the device was not returned for evaluation. The root cause of the inflation pressure not sustaining the device cannot be specifically determined with the provided information since the device was not returned evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. On april 23, 2018, it was reported that there was inflation pressure that did not sustain the device when it was used to minimize blood flow which caused excessive bleeding to the patient. The amount of blood loss was 900 ml. On (B)(6) 2018, it was clarified that the issue occurred during surgery on (B)(6) 2018. The event was not identified after opening the device and before first use. The issue was used during the first-ever use of the device. There was excessive bleeding to the patient and there was no harm to the user. There was no extension or delay reported. The surgical technique was followed. The customer did not return an a.t.s. 4000 tourniquet device, serial number (B)(4) and the cuff that was used along with the device for evaluation. The customer did not return the cuff for evaluation. The device history record (DHR) for the cuff was not reviewed as the lot number and item number were both unknown. The customer did not provide the lot or item number during customer follow-up. Zimmer biomet surgical has not previously repaired/evaluated the cuff as the product is deemed as a non-repairable device. The device history record (DHR), for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) as documented in the repair reports. Product review of the cuff and a.t.s. 4000 tourniquet by zimmer biomet surgical was not performed since the device was not returned for evaluation. The customer sent the device to their internal department of clinical engineering for repair. Review of the cuff and a.t.s. 4000 tourniquet was not performed by zimmer biomet surgical since the device was not returned for the repair process. The customer sent the device to their internal department of clinical engineering for repair. The reported event ¿there was inflation pressure that did not sustain the device when it was used to minimize blood flow which caused excessive bleeding to the patient. The amount of blood loss was 900 ml. There were also e0027 and e0028 errors.¿ was non-verifiable since the cuff and device was not returned for evaluation. The root cause of the inflation pressure not sustaining the device cannot be specifically determined with the provided information since the cuff and device was not returned evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the inflation pressure on the cuff did not sustain pressure that it was set to (30 minutes into the case) on the ats device when it was in use to minimize blood flow that caused excessive bleeding of the patient. Pressure was set to 375mmhg. On screen, pressure was to that set amount. The amount of blood loss was 900 ml and it was treated with administration of 2 units of blood. The event occurred during an above the knee amputation procedure. There was no delay and a makeshift tourniquet had to be used. The surgical technique for the product was utilized. The device also had errors e0027 and e0028 on the ats screen after the makeshift tourniquet was put in place. The cuff size used was 34. No additional patient consequences were reported.